Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. The patient experienced difficulty urinating, increased urinary incontinence, urinary retention, painful intercourse, chronic urinary tract infections, chronic bladder infections, when sitting she does not feel the urge to urinate, and when she stands up she wets herself. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy with urethrolysis and excision of urethral band on (B)(6) 2016 by dr. (B)(6), md due to urinary retention with history of previous tvt slings. It has been reported that following insertion the patient experienced urgency and frequency. (B)(4).

Event description:
Details: it was reported that the patient underwent cystoscopy with urethrolysis and excision of urethral band on (B)(6) 2016 by dr. (B)(6), md due to urinary retention with history of previous tvt slings. It has been reported that following insertion the patient experienced urgency and frequency.